Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibial bearing catalog # unknown lot # unknown, unknown femoral component catalog # unknown lot # unknown. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00157, 0001822565-2018-00133.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, patient underwent a revision procedure due to pain, disassembly, and fracture.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Insufficient information provided in order to perform DHR review for articular surface and tibial tray used. Surgical notes were not provided. Root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, it was noted that patient underwent a revision procedure due to pain and possible loosening.